Event description:
A malfunction alarm labeled malf 16 was reported, with no notable events occurring prior to the issue, and no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and the pump was successfully replaced by technical support. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was also guided on returning the faulty pump using a pre-paid label and return box provided by the support team.